Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for retrieval difficulties; however, the investigation is inconclusive for filter tilt. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of device and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) male patient weight was not provided.